Event description:
An alarm issue was reported with the abbott diabetes care (adc) device with a realme c55/rmx3710 android phone with operating system version 13. The customer reported, the high and low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced weakness and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucagon provided by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The customer reported alarm issues. Per the abbott diabetes care compatibility guide for the freestyle librelink app, the reported configuration of the device realme c55/rmx3710 is not compatible with the freestyle librelink app. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care (adc) has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a known good reader and linearity testing was performed, all results were within specification. Low glucose alarm did not go off. High glucose alarms was successfully activated. An extended investigation was performed. Visual inspection performed on the returned sensor and no issue was observed. Returned sensor was paired with known good reader to performed low glucose test and placed sensor in simvivo test fixture and observed low glucose alarm sounded. Repeated this for high glucose test and observed the high alarm also sounded, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with a rmx3710 readme phone android 13 operating system and app version 2.10.1.10406. The customer reported, the high and low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced weakness and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucagon provided by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.